Manufacturer narrative:
(B)(4). Meter and test strips were returned for evaluation. Product testing was performed and defect found on returned strips: high readings. No defect found on returned meter. Root cause: (B)(4): storage outside specifications. Note: manufacturer contacted customer in a follow-up call on 24-sep-2021 to ensure the replacement products resolved the initial concern - able to establish contact with customer who stated replacement products resolved initial concern.

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with test results from results obtained of 135mg/dl; result was obtained during blood test performed on the call. The customer¿s expected am fasting blood glucose test result range is 110-111mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is stored according to specification in the dining room. The test strip lot manufacturer¿s expiration date is 09/15/2022 and open vial date is (B)(6) 2021. The meter memory was not reviewed for previous test result history.